Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to a hole in the balloon causing a leak. The device was removed and replaced. There were no patient complications.